Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient was experiencing claudication, and upon diagnostic angio, what appears to be thrombus or extrinsic compression on the left limb was observed. On (B)(6) 2018, ovation ix limb extensions were implanted in the left and right iliac limbs. No additional event or patient information is available.

Manufacturer narrative:
Based on the clinical assessment performed confirmed the stent buckling of the superior stent margin of the left limb stent due to anatomic position; non treatment of this stenosis likely caused aortic, iliac and femoral stenosis (claudication) six months later. Procedure related harms could not be determined. The final patient disposition could not be determined. A definitive root cause cannot be determined for the reported event; however, stenosis - aortic tortuosity were found to be contributing factors. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. The clinical assessment determined that there was evidence to reasonable suggest stenosis of the femoral arteries, that were not included in the event as reported. This event was discovered (B)(6) 2018, while reviewing the event angiogram, seven months post implant.